Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of yellow wrench/replace controller faults and power cable disconnects while on batteries were confirmed via log file analysis. The heartmate ii system controller was returned for analysis; however, a log file was submitted for review. Atypical power cable disconnect alarms that were not associated with a power source exchange were active on (B)(6) 2021 at 14:55:56, 14:56:09, and 15:26:03 due to power cable faults on the white power cable. The power cable disconnect alarm activated with these events as well. The atypical power cable disconnects occurred while the controller was connected to battery power. The alarms cleared shortly after activating. A yellow wrench advisory alarm associated with a replace controller alarm due to a backup battery test circuit fault was active on (B)(6) 2021 at 22:28:42 and was remained intermittently active until the end of the log file. Pump operation was not affected. There were no other notable alarms active in the log file. The heartmate ii system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, asking the serial number of the controller and the status of the return; however, no response was given. To date, the customer did not return the system controller for evaluation. A root cause for the reported events cannot be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. The heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and yellow wrench alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log files by technical services found yellow wrench/replace controller faults and power cable disconnects while on batteries. It was recommended that the patient check and clean their battery clips and battery contacts and check the connector on the white power cable of the system controller. It was recommended that the controller be exchanged at this time.